Event description:
An implantable pulse generator (ipg) system was returned from an unknown source. Information identified in the paperwork indicated the patient died almost 6 years post implant of the ipg system. A cause of death was septic shock. The source of the sepsis was requested but not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.